Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq2315 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported PICC was inserted (B)(6) 2020. Used 2 times. When flushing it is leaking saline from the insertion place. They removed the catheter and placed a new one. They could not see a hole on the catheter.